Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿does an ultra-short anatomic cementless femoral stem improve long-term (up to 17 years) results in patients younger than 30 years" written by young-hoo kim, md, jang-won park, md, young-soo jang, md, eun-jung kim, md. Published by the journal of arthroplasty on 3 june 2022. The article's purpose was to assess clinical results and evidence of clicking or squeaking sounds; radiographic results, including rates of osseointegration and bone remodeling, as well as osteolysis; rates of complications including thigh pain, periprosthetic fracture, and ceramic fracture; rates of revision; and survival rates of implants with the 4th generation of ceramic-on-ceramic articulation in patients younger than 30 years. Patient data: 240 consecutive primary thas in 180 patients (118 men and 62 women) who had a mean age of 27 years (range, 21 to 30 years). The mean follow-up was 16 years (range, 14 to 17 years). Depuy products: proxima stem with ceramic modular head and cementless pinnacle acetabular cup and liner. Adverse events: (2) groin pain ¿ treated with revision, (2) aseptic loosening of femoral component ¿ treated with revision, (2) dislocation ¿ treated with revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.